Event description:
After repeated attempts to place the catheter, it was removed through the needle, and the tip was sheared off. An unk portion of the catheter remains in the pt. The physician stated there was not a problem with the product, but he wanted the incident properly documented.